Manufacturer narrative:
Manufacturing and inspection records were reviewed for both the sterile and nonsterile batch. No anomalies were found. The returned 3.5mm x 12.0mm cortical screw was examined visually under magnification. There are no anomalies in look or manufacturing of the part. Some flecks of material can be seen on the last thread at the tip of the screw, but this may have been from handling. The original packaging had been returned; however, it was inadvertently discarded. Therefore, no investigation could be made on the foreign object that was allegedly found with the part. A photo had been provided showing debris in the packaging; however, without the original packaging, no definitive conclusion on the cause of the incident can be made.

Event description:
It was reported upon opening the sterile package, the nurse discovered a foreign object in the package.there were no adverse consequences to the patient, and it was reported a new screw was used to complete the procedure.